Event description:
Vascutek ltd was made aware of an event on (B)(6) 2014 that occurred in (B)(6) on (B)(6) 2014, that involved a vascutek ltd. Manufactured maxifo. Synthetic vascular graft. The incident was described as follows: "high porosity of both extremities of the graft where the solid reinforcement was retrieved, a high transparency appearance of the graft wall. This lead to a protamine injection, the use of bioglue and mechanical compression after the procedure on the graft external surface. The procedure was prolonged by more than 30 minutes due to continuous bleeding",

Manufacturer narrative:
(B)(4). It is not currently known if there is any device malfunction until the analysis is complete. Method code: analysis is currently ongoing and is not complete. Results: a review of the process and available manufacturing records confirmed that th device was manufacturer to its designed specifications.